Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: is the correct alert date of this event (B)(6) 2015? If not, please provide the proper alert date. The original registration and confirmation mail can be found in attachment. As you can see, was the date that the sales rep became aware the same as we¿ve alerted the franchise, ID est (B)(6) 2015. What was the name of the procedure? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? During the procedure: needle detached from the suture. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No. When did the needle detach easily (while in the package / during dispensing / during preparation / during use)? During use visual inspection and needle pull test results of representative samples met the specified quality requirements.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and the suture was used. During the procedure, the needle detached from the suture.